Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that shortly after the implant procedure the patient developed paralysis from the waist down due to an epidural hematoma. The device was never turned and was removed. The patient is currently hospitalized.